Manufacturer narrative:
Failure analysis noted that the pump had blank display and alarmed watchdog due to moisture damage on the electronic assembly. There was no unexpected vibrating noted.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 59 mg/dl at the time of incident. The customer stated that the pump got wet and no longer worked. The screen was completely blank, vibrating and making funny noises. The customer stated that the pump fell in the pool. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.